Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the sample mesh test; the cutter was damaged; however, the repair was not completed because cutters are not repairable. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was tearing the tissue. There was no patient impact. It is unknown if there was a delay. During product evaluation the cutter failed the test cut. Due diligence is complete and there is no additional information available.